Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited foreign material on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the a-rubber (bending section cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). From the contents written in the IFU reprocessing manual at the time of product shipment, it was found that the following chapters describe the following details that were deemed relevant to the suggested phenomenon: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing endoscopes using an aer [automatic endoscope reprocessor]. Olympus will continue to monitor field performance for this device.